Event description:
It was reported that during a sleeve gastrectomy, the forceps got stuck, leading to an extended surgical time of 3 hours and 30 minutes. The surgeon managed to force the forceps out, but as suturing was performed as a staple line replacement, the staples underneath opened up, resulting in the stomach being open in an obese patient. The surgeon then sutured the area by hand and completed the top of the sleeve with a new handle and load.

Manufacturer narrative:
D10 concomitant medical products: unknown endo gia sulu, (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.